Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2014 and mesh was used. The patient underwent an additional surgical procedure on (B)(6) 2014 to treat a small bowel obstruction which the surgeon opined was caused by adhesion of the mesh. The surgeon took down the adhesions with blunt and sharp dissection. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.